Event description:
A customer observed biased sample results for hdlc and ldlc on a vitros 250 analyzer. Results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.